Event description:
In 2009, this patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. The second device was placed distally inside the first device. The deployment was successful, however, when the catheter was retracted, the proximal olive detached inside the patient. At that point the device reportedly moved. The physician was able to successfully remove the device and catheter surgically from an incision in the abdominal aorta. Another gore tag thoracic endoprosthesis was successfully implanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is going to be conducted. Additional information along with images of the event were requested. The device is going to be returned for analysis. Further investigation will be provided.